Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that charging the implantable neurostimulator (ins) was taking longer on the day of the call ((B)(6) 2018). The patient charged for an hour or so that morning and an hour or so that afternoon and the recharger showed 90%. The patient had full coupling. Recharging usually took 35-45 minutes. The patient had not been programmed recently or had a need to increase parameters. During the call, the consumer noticed that the recharger icon was at 50%. The patient stated that they were using an extension cord. Per the consumer, the patient was going to continue to work with the recharger to get 100% full. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had been charging the ins for 6 hours and it was not charged completely. The patient noted that they had 8 coupling boxes shaded the whole time. The patient reported that when they started charging, the first quartile of the battery was flagging. After 6 hours, the first quartile was solid dark. The patient noted that they normally charge every day for 35 - 40 minutes. The patient stated that the ins normally doesn't deplete that fast. It was noted that the patient hadn't had any reprogramming recently. No symptoms or complications were reported.